Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Couch lateral readings were found to be incorrect during a customer quality assurance check. The elekta field service engineer found that the grub screw that tightens against the flat of the pot shaft was loose on the fine pot as well as the coarse pot. The grub screws were tightened on both the fine and coarse pots and then the pots were re-calibrated. Loctite was also applied as per the process described in the corrective maintenance manual. The instructions for use provides recommended daily user checks for table positional accuracy.

Event description:
The customer reported that the couch lateral position readouts are incorrect. Based on the available information there has been no actual mistreatment.